Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a swollen dso seal and scratched lens. A review of the event history log found a 46221 error. During the functional testing, a 46221 error- primary problem with defective pwa was found. The cause of the issue was unknown. The pwa, lens and dso seal were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the client did not provide any instructions. The event date is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.